Event description:
It was reported that this inflatable penile prosthesis (ipp) had issues until repeated and regular use in october. The patient identified a curve to erection with no history of trauma and insidious onset. The ipp was revised. No patient complications were reported.